Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, and kwp. Original implant date is unknown reported as (B)(6) 2012. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original operation was performed in (B)(6), 2014 to repair a fractured right clavicle. The surgery was completed successfully using an anterior clavicle plate and six screws. While the patient was running in early (B)(6), the patient fell on his right shoulder. The surgeon discovered upon x-ray examination that some of the screws were bent and loosened from the plate. It was decided to remove the hardware and replace it with an unknown clavicle plate and screws. The surgery was completed successfully on (B)(6) 2014. There was no surgical delay. This report is 6 of 9 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: one plate and six screws were returned. The complaint of loosened cannot be confirmed as there are no x-rays with the complaint, the complaint condition of bent screws can be confirmed, as 212.107 and 204.822 are bent. Two 3.5mm stainless steel locking screws were returned (212.104 and 212.107 - lot numbers unknown, manufacture date unknown). Screw 212.107 has a slight bend at the midpoint of the shaft. Screw 212.104 was returned in good condition, with no signs of damage, and is not bent. The drawing for this family of screws was reviewed and no dimensional discrepancies were determined. The root cause of this complaint is excessive impact by the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.